Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A review of the event history log found no evidence of the reported problem in the history. Functional testing of the returned pump was done, and the reported problem was not verified. The root cause of the reported problem was unable to be determined. Further inspection of the pump found fluid ingression by the chassis of the downstream occlusion sensors. It was possible that the fluid ingress may have caused the reported problem; and therefore, the downstream occlusion sensor was replaced. Initial reporter sent report to FDA is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a double beep no cassette occurred. No patient injury was reported.